Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the cannulas from this batch are often kinked/bent upon insertion. The caller reported that the cannula was bent and did not insert into his body, but was on top of the skin, resulting in an insulin leak. It was reported that the adhesive plaster of the infusion set was wet with insulin and the customer experienced elevated blood glucose levels.